Event description:
N/a

Manufacturer narrative:
The product was returned to the manufacturer for physical evaluation. A visual inspection of the returned product noted that the caps were fully depressed. The blue pre-cursor was fully applied. The clear syringe was fully applied. There was blue solution in the vial. There was leakage; the sample bag had blue liquid in the bag and on the vial. There was no sign of the peg powder. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, a review of the device history record was not performed. The investigation was unable to determine a root cause or establish a relationship between the device and the reported condition. No enhancements or improvements were generated for the reported condition. Based on the evidence available the reported condition was not confirmed.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A regulatory affairs specialist reported on behalf of the customer that the gel of the 202050 duraseal dural sealant did not work as a sealant on the target site as it was sucked up by the suction tube. The user assembled the duraseal kit as per instructions for use. The sealant was applied on a (B)(6) male with no noted injury. No medical revision was conducted. There was a surgery delay of 20 minutes and the team used another duraseal kit to finish the procedure. Additional information was received on 31oct2018 stating that the date of incident was on (B)(6) 2018 and the duraseal was used for a craniofacial resection surgery. The time of surgery delay had no impact on the patient.